Manufacturer narrative:
As reported, a foreign material (hair) found while opening the phasix st mesh package. Photo review confirms the foreign material (hair) present on the inner protective sleeve. The physical sample has been returned for evaluation. The root cause investigation is currently ongoing. When sample evaluation is completed, a supplemental emdr will be submitted. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 365 units released for distribution in february 2024. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a hiatal hernia repair procedure, while opening the phasix st mesh a foreign material (hair) was found in the inner sterile package. It was reported that a new phasix st mesh was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, a foreign material (hair) found while opening the phasix st mesh package. Photo review confirms the foreign material (hair) present on the inner protective sleeve. The physical sample has been returned for evaluation. The root cause investigation is currently ongoing. When sample evaluation is completed, a supplemental emdr will be submitted. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) released for distribution in february 2024. Addendum: this supplemental MDR is submitted to document the sample evaluation results. Sample evaluation confirmed a foreign matter (human hair) found inside the tyvek envelope. Based on sample and manufacturing process evaluation performed, the root cause is confirmed as manufacturing related. Awareness notification was provided to all appropriate personnel. Our records continue to show there have been no other reported complaints to date for this lot of 365 units released for distribution in february 2024. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a hiatal hernia repair procedure, while opening the phasix st mesh a foreign material (hair) was found in the inner sterile package. It was reported that a new phasix st mesh was used to complete the procedure. There was no patient injury.